Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 7.5-8.0cm and 43.9-44.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.